Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, there was location shift on ensite during ablation and the procedure was cancelled. There were no consequences to the patient. It was later discovered that the patient¿s implanted spinal stimulator was the cause of the noise issue during rf.

Manufacturer narrative:
Additional information: g4, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information received, the cause of the reported shift and cancellation remain unknown.